Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously an elevated troponin (access accutni) result, above the acute myocardial infarction threshold, was generated by unicel dxc 600i synchron access clinical system for one (1) patient. Repeat testing was performed on the same instrument and on an alternate instrument, and produced lower results within the risk stratification range. The erroneous results were not reported out of the laboratory. There was no death, injury, or change to patient treatment associated with this incident. The patient sample was collected in a lithium heparin plasma tube with gel, and was centrifuged for 8 minutes at 3000 rpm. The customer did not note any issues with sample quality or volume. The customer did not report any issues with qc or other assays, and declined service. Beckman coulter reviewed 4 levels of the customer supplied accutni qc data dated from (B)(6) 2012. All accutni qc values for the four levels of qc were within the customer's established ranges for the timeframe provided. The customer supplied accutni calibration curve from the date of the event, (B)(6) 2012 also showed passing calibration curves with acceptable coefficient of variation. The results from system check performed prior to the event on (B)(6) 2012 were also within the specifications. The root cause for the erroneous troponin results could not be determined. A similar incident on (B)(6) 2012 at the customer's site is documented in MDR #2122870-2012-01046.

Manufacturer narrative:
Conclusion: the exact root cause for the erroneous results is unknown and could not be determined.